Manufacturer narrative:
Evaluation: investigation is ongoing. When more information is available a supplement medwatch report will be submitted accordingly. Results: component involved was a trocar needle not listed in product codes. Conclusion: no conclusions can be drawn at this time. When additional information becomes available a supplement medwatch report will be submitted accordingly.

Event description:
Physician was performing a routine transobturator, outside in procedure. During the procedure the physician experienced slipping within handle of the reusable trocar right spiral. There was significant time delay in procedure however, surgery was completed successfully.